Event description:
It was reported that an upstream occlusion alarm occurred on a baxter pump during use with a clearlink duo-vent continu-flo set. The reporter indicated that this was a false alarm. This occurred during infusion of heparin running at 10 ml / hour. The issue was resolved by restarting the infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.